Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with a report of a whitescreen error. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the customer contact reported the device powered on with a constant alarm and remained at the loading screen. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the display remained frozen with an audible alarm. No further testing could be performed. During testing a whitescreen error was not displayed. This was due to the user interface controller 2 (uic2). This report represents all the info known by the reporter upon query by hospira personnel.